Event description:
The surgeon mr. (B)(6) reported via the sales rep (B)(4). That the patient, who has an otsimed knee that the patient cannot flex very well and that he is concerned about the stability. He would like to hear stryker's opinion on the outcome of the surgery compared to the pre-op plans.

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon-cr femoral component cemented #2 right, cat# 5510-f-202, lot# s3akd; triathlon-asymmetric patella a32mm(s/I) x 10mm, cat# 5551-l-320 lot# lcl962. Triathlon-prim tib baseplate cemented #2, cat# 5520-b-200, lot# 547fh. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.